Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted (B)(6) 2018 for routine follow up when he complained of anal pain. Vad parameters were stable. Rectal exam was unremarkable. CT abdomen showed 3.6 cm rectal abscess. The patient noticed traces of blood and mucus in his stools since onset of pain. He denied inflammatory bowel disease (ibd), anal trauma, history of perianal abscess, anorectal surgery, or family history of colon cancer. He was taken to or for rectal examination under anesthesia (eua) and incision & damage (I&d) of abscess. Unasyn will most likely cover gastrointestinal bacteria. Cultures were obtained and pending wound cultures growing gram positive cocci (gpc) in pairs and chains. Medication switched to augmentin on (B)(6) 2018 every 12 hours for 5 days.